Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection, the jaws did not open after scissoring occurred several times. The clip was fed into the jaws properly until the jaws did not open. There might have been torquing or twisting of the device present at the time of firing. The device did not clamp something hard such as an existing clip. The jaws clamped a tape of the blood vessel. The device was removed from the patient by cutting the tape. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.